Event description:
The technician alleged that the brakes are not holding at the foot of the bed. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and brake caster supports on the foot end of the bed to resolve the issue.